Event description:
It was reported they could no longer hear alarms at the nurse station. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The customer reported the nurse could no longer hear alarm tones from the (fhsh_ss_surv1) after the technical consultant (tc) moved the ix tower from the it closet to underneath the nurse station. The customer troubleshot with the rse and confirmed she could see the speaker but it was connected to some other type of philips box. The rse dispatched a philips field service engineer (fse) onsite for resolution. Once onsite, both fse and customer agreed it was ok to cancel the work order due to the system issue being resolved. No further investigation or action is warranted at this time.